Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water filter worn. Unit otherwise working properly. Recommend checking inserts for damaged/clogging. Replaced listed parts and calibrated to manufacturer specs.

Event description:
While using a g124 scaler, the unit handpiece and inserts were getting hot; no injury resulted.